Event description:
On december 23, 2006, the lay user/patient and patient's husband contacted lifescan alleging an "apply sample" issue with the patient's one touch ultra meter with control solution. The patient reported a "154 mg/dl" meter reading before going to bed in 2006. After testing on her meter, she took her 25 units of lantus and stated that 25 units is what she always takes when she is at "154 mg/dl." She reportedly felt fine for about 2 hours after taking the insulin and then fell asleep. At an unknown time, the patient's husband found her eyes rolling back, sweating, disoriented, and unconscious. The patient stated that they did not have time to test her blood glucose on her meter, and she did not specify if she received any treatment before the paramedics arrived. At an unspecified time, the paramedics came and checked the blood glucose levels on their meter, which was "below 20 mg/dl." She was treated with IV glucose, orange juice, milk, and cereal. After the treatment, her blood glucose was "155 mg/dl" on the paramedic's meter. The next morning, the patient woke up with a "225 mg/dl" on her meter. The patient feels that she is not getting the right readings on her meter and has not taken her insulin because she is "scared to death" to take her insulin. The patient did not specify if she felt that her meter was reading inaccurately high or low and/or her expected meter readings. On december 23, 2006, the patient's husband attempted to check the meter with control solution; however, he was not unable to obtain any control solution results multiple times due to the "apply sample" issue. The customer care advocate (cca) walked the patient's husband through a control solution test but the issue persisted. It would be helpful to obtain the following: the patient's testing frequency, the patient's diabetes medication regimen, her expected meter readings, the times of her reported meter readings, what other actions she took after taking her insulin, when she was found unconscious, and when the "apply sample" issue started. It is unclear what events led to the patient becoming unconscious; however, this complaint is being reported because the patient had a hypoglycemic episode sometime after the patient obtained a "154 mg/dl" meter reading and taking 25 units of lantus. The "apply sample" was also not resolved with troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.